Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. During the one month follow up a ¿mass was noted between the mitral and thv.¿ the patient was not symptomatic and did not have central aortic insufficiency or perivalvular leak. As a conservative measure the s3u valve was explanted and replaced with a surgical valve. Upon removal of the leaflet a ¿laceration was observed on one of the leaflets.¿ the patient was in stable condition post procedure. No further information was available regarding the findings of the mass. Per medical opinion, the laceration was present before the explant procedure, however the patient was not symptomatic. The valve was explanted due to the unknown mass. Additional information requested is not available at this time.

Manufacturer narrative:
The sapien 3 ultra valve was returned in a jar with solution with mass included. No relevant procedural imagery was provided by the site. Visual inspection of the returned valve found the valve was distorted due to the valve explant. The leaflet had a tear. All struts were exposed through the skirt. No functional or dimensional testing was able to be performed due to device return condition. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. A review of manufacturing process was performed in order to document the tools and equipment used in valve assembly and inspection to determine if the leaflet tear could have occurred at edwards facility. A listing of all the tooling and fixtures and material used in the manufacturing line of the 9750tfx valve were generated and reviewed. Based on the review, there are no objects on the manufacturing floor that could potentially create the observed laceration. Although needles and scissors are utilized in the valve assembly line, needles cannot create a cut as large as the laceration seen on the returned valve, and the scissors are not sharp enough to pierce the tissue all the way through. There are multiple 100% inspections in place, where the general appearance and defects of the leaflets are checked. Additionally, valves are tested for flow and coaptation during the manufacturing process. All leaflet components are 100% inspected by both quality and manufacturing. The valve frame component was 100% inspected. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for "leaflet - torn" was confirmed from the evaluation of the returned device. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, [?]upon removal of the leaflet a laceration was observed on one of the leaflets.' According to the site, the patient was not symptomatic and did not have central ai or pvl. During the manufacturing process, all sapien 3 ultra valves undergo multiple inspections for leaflet appearance/defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. If a tear, such as the one on returned valve , was present on the leaflet, it is unlikely that valve passes acceptance criteria. Additionally, comparison of the laceration on the returned valve showed similarities to the reference valve with scalpel laceration cut. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Furthermore, if the reported tear was present on the leaflet prior to valve explanation, valve performance would have likely been impacted and central ai would have been observed. In this case, it is possible that the leaflet was lacerated inadvertently during surgical explant procedure; however, without further information, a definitive root cause is unable to be determined at this time. The complaint was confirmed. No manufacturing nonconformance's were identified. No labeling IFU training inadequacies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
H10: additional information and correction: b2 product problem added. F10 device code correction to torn. The investigation remains ongoing.